Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet bionic pancreas after restarting the system following a break, with the device reported to be in a relearning phase and certain meal options not yet available. Symptoms included low blood glucose with a nadir of 54 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included user counseling on consistent use, education on device relearning behavior, and troubleshooting guidance. Investigation of this case revealed no device malfunction reported and that hypoglycemia occurred during the initial adaptation period. It was concluded that the event involved hypoglycemia with an unclear cause and that continued monitoring and additional training would be offered if lows persist. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.